Manufacturer narrative:
Sc-1110 (sn (B)(4)). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was not able to charge the ipg. The patient underwent an ipg replacement and was doing well postoperatively.